Event description:
The nuclear medicine tech set up the camera for pin hole images. Her first attempted images would not acquire any counts. She exited the program, chose protocol again but when she chose the static image button, the camera started rotating. The tech quickly pressed the red emergency stop button, but the camera kept moving. The tech rushed to move the pt away from the camera. The camera had rotated enough to put some pressure on the pt's chest causing a chest contusion.